Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract with intraocular lens implant procedure the "dr. Settings" would not self populate. The patient experienced a corneal burn. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
This complaint file was reviewed by an clinical analyst, who stated the following: ¿the surgeon stated she had issues with the phaco machine this morning. The IV pole was back in working order after the repair, however, her settings would not self-populate. A patient received a corneal burn from the phaco machine. The system was taken out of service. The surgeon stated she will not use the machine at all going forward because she cannot trust it. The surgeon requested the system to be brought in for another surgeon¿s cases on wednesday and kept here for her cases next monday. Additional information has been requested, but none has been received to date. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the system was examined and the reported event was not replicated. The company representative verified that memory setting populated fine. The company representative did not indicate finding any issues that would be associated with the reported event of corneal burn. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 20, 2010. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).